Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported defective anti-reflux valve with air backflow into the tubing as soon as the cap is removed. Clogged sheath, impossible to purge it. Risk of gas embolism. No clinical consequences observed.